Event description:
After delivering one shock to a pt (age & gender unknown), the device displayed a "check pads" message and would not allow discharge. Complainant indicated that the pt susequently expired. Complainant indicated that the electrodes used during the event were discarded.